Event description:
It was reported that the patient was experiencing a worsening pain and inadequate stimulation despite multiple reprogramming attempts. The patient was given an injection and was reportedly doing much better.